Event description:
Healthcare professional reported right side "small amount of peri-implant fluid" (seroma), capsular contracture baker grade IV and lobed contour/elastomer folds. The device remains implanted.

Manufacturer narrative:
Continued section e1 (phone #): (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma & capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side "small amount of peri-implant fluid" (seroma), capsular contracture baker grade IV and lobed contour/elastomer folds. The device has been explanted and discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.